Manufacturer narrative:
During onsite visit the tm (territory manager) realigned eye tracker and illumination ring pods. The tm completed service installation record to specification. The root cause is need of readjustment of the eyetracker and ir pods. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported difficulty tracking during refractive procedure. The site was able to complete the procedure with the tracker turned off and without further issues. There are no postoperative problems.